Event description:
It was reported via a medwatch report: "one of the arms of the filter broke off and was in the pt's right ventricle causing pericardial effusion with tamponade". The risk mgr would not release any add'l info about the pt or the event.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was not known. The filter was not returned for eval, as it was retained by the facility. Based on the info rec'd, the results of the investigation are inconclusive and the root cause is unk. The current IFU (instructions for use) on potential complications states: filter fracture is a known complication of vena cava filters. There have been reports of embolization of vena cava filter fragments resulting in retrieval of the fragment using endovascular and/or surgical techniques. Most cases of filter fracture, however, have been reported without any adverse clinical sequelae.